Manufacturer narrative:
(B)(4). Analysis of the lead model 399945, lot v629802 found the outer insulation was torn under the #0 connector.

Event description:
It was reported that when the physician removed the white plastic covers from the distal end of the lead to insert it into the extension the tail of the lead broke, exposing the wires. Another lead was opened and the process went smoothly with no harm to the patient. The patient recovered without sequela.